Event description:
On (B)(6)2022 getinge received customer product complaint where an issue occurred with one of surgical lights - volista standop. As it was stated, screw fell out of the spring arm. There was no patient injury, however we decided to report the issue in abundance of caution as any parts falling off may lead to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 serial # deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Getinge received customer product complaint where an issue occurred with one of surgical lights - volista standop. As it was stated, screw fell out of the spring arm. There was no patient injury, however we decided to report the issue in abundance of caution as any parts falling off may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification since a screw fell out of the spring arm, and it contributed to the reported situation. There is no information if at the time when the event occurred the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, however, luckily in none a serious injury or worse occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the loosening of the screw is very low. A root cause analysis was performed by subject matter experts at manufacturing site. As they stated it was detected that the screw on the spring arm cover was loose. This screw is responsible for attaching the cover to the spring arm structure. The manufacturer of the spring arms, ¿ondal¿, led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosened screw, with a complete turn back, shows that it is the only case where the screw continue to loosen. Based on the analysis of the cases reported, several cases were detected, all delivered in the same hospital, on a period less than 1 year after the installation, the other cases were detected more than 1 year after the installation. The cases detected after more than 1 year after the installation correspond to a lack of inspection during the yearly preventive maintenance. The loosening detected on a period less than 1 year after the installation probably corresponds to a manufacturing issue, due to an incorrect initial tightening on the production line. Since the problem occurred after more than 3 years after the device was manufactured, in this case we consider the root cause of the problem as a lack of inspection during the yearly preventive maintenance. To prevent the loosening and the fall of the screw, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance (maintenance manual for volista 01762en08, pages 215-216). The screw has a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. As improvement measure, since (B)(6) 2019, the spring arms covers are assembled, on the product line, with tuflok coated screws. In any case, by design, the nylon patch of this screw acts as a mechanical locking and prevents the loosening and the fall of the screw. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.